Event description:
It was reported that the customer's insulin pump was stuck in the prime/rewind sequence. Her blood glucose was 248mg/dl at the time of reporting. She was advised to revert to a backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded and loose drive support disk, minor scratches on display window, broken reservoir tube lip, cracked reservoir tube. The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk.